Manufacturer narrative:
New information: g4, d4.

Event description:
It was reported that in 2009 bhr components were implanted. Since 2018 elevated ion levels in whole blood were reported. In 2019 cobalt 3.2 mcg/l in blood and cobalt 17.6 mcg/l in urine. MRI in 2018 and (B)(6) 2019 shows cystic pseudotumor about 6 cm in diameter. In 2020 cobalt 1.4 mcg/l in whole blood and urine cobalt was 14.6 mcg/l.

Manufacturer narrative:
It was reported that the patient has a hip implant in the left hip and had elevated test results for metal ion levels. The devices remain implanted. As of today, additional information has been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history was performed using the part numbers for a hemi head 48mm and an acetabular cup 54mm in search of complaints involving elevated test results throughout the lifetime of the product. Similar complaints have been identified and this will continue to be monitored. No part/lot numbers were provided; hence a documentation review and device labelling review could not be completed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. It cannot be determined to what extent the patient¿s right tha with zimmer, durom metal on metal implant had on his elevated ions and clinical status. Although the medical imaging showed some evidence of osteolysis, possible loosening, and pseudotumor, the root cause cannot be determined and it cannot be concluded that the osteolysis, possible loosening, and pseudotumor are related to a malperformance of the implant. To date no revision has been reported. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.